Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the output connectors were broken. Analysis also found the hanger assembly was broken and the hanger screw was contaminated. (B)(4).

Event description:
It was reported the connector block was broken. The device was returned for repair. There was no patient involvement.